Manufacturer narrative:
The pump is not available for eval and the serial number is unk. The device has been requested but has not been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
On 11/06/08, baxter rec'd user facility/importer report # 0502620000-2008-8037 for the facility who reported a pump failure on channel c during pt infusion of levophed on a colleague triple channel infusion pump. The pt's cardiac rhythm changed from a sinus rhythm in the 80's down to the 40's, and the blood pressure increased to 200's/100's. The pt was observed and all drips were checked; pump c on the IV pump had failed. The screen said pump failure and it had apparently give the pt a bolus of levophed. The tubing was pulled out and another pump was used. The pt's heart rate and blood pressure returned to normal after a few mins. The pt is a male awaiting a liver transplant. The pt has a medical history of cirrhosis secondary to hepatitis c. The pt was admitted to the hosp on approx three months earlier, and discharged on approx one and a half months later. The pt experiences recurrent shortness of breath.